Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced slow flow. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed and treated with placement of a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the proximal lad. The lesion was 70% stenosed and treated with placement of a 3.5x8mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. A reduction in flow was noted in the diagonal arising from within the proximal left anterior descending stent. Attempts were made to re-canalize this with a choice pt wire; but was unsuccessful. It actually restored normal flow in the vessel, after which there was no evidence of stenosis noted in the diagonal vessel. No patient complications were noted and the patient's status is noted as fine.